Event description:
The customer stated that his blood glucose readings had been higher than usual. While troubleshooting, he performed control tests and received a result of 188 mg/dl. The normal control range was 100-139 mg/dl. No adverse events were alleged. The test strips were supposed to be returned for evaluation, but they were not received by the qa lab. Replacement test strips were sent to the customer.